Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 unopened pouches. Analysis and results: there are no previous complaints of this batch code. There are no units in stock. A total of (B)(4) units were manufactured and distributed. Performed tightness test to the closed samples received and all units are tight, packaging is correct. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. When working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread broke after surgery.